Manufacturer narrative:
Trackwise ID # (B)(4). A ship history record review was completed for lots 25150914, 25150884, and 25150856 ; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, customer said air would not go through btt trocar/no air flow. They finished the case by attaching a stopcock to suction tubing. The hospital did not report any patient effects.